Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, when the sutures were being harvested, the suture became tangled up as a loop. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received. Manual arterial compression was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience of difficulty retrieving the sutures was confirmed as a link break was found. A link break can prevent harvesting of the suture during deployment. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.